Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue through the device's electronic records. Physio replaced the battery pins, power pcb assembly and battery wire harness to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further examined the removed power pcb assembly and battery wire harness assembly and determined that the likely cause of the reported issue was excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that while their device was monitoring a patient, the device powered itself off. The ambulance was in motion at the time the shut down occurred. There was no adverse effect to the patient due to the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while their device was monitoring a patient, the device powered itself off. The ambulance was in motion at the time the shut down occurred. There was no adverse effect to the patient due to the reported issue.